Event description:
The customer stated that he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated that he was getting multiple no delivery alarms prior to the hospitalization. The customer stated that he changed the infusion set several times, but continued to get no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was programmed correctly. Advised the customer to try different infusion sets.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.